Event description:
The pt was implanted with a smooth low bleed gel-filled mammary prosthesis in 1989. Subsequently, the pt experienced a hematoma and capsular contracture. The device was removed in 1999.